Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of sternum in replacement of an aortic valve open procedure, the needle broke. Another suture was used to complete the case. There was no patient injury.